Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the left bundle lead exhibited unsatisfactory pacing threshold despite multiple attempts of repositioning resulting in a lead helix mechanism issue. Additionally, the right atrial (ra) lead exhibited low sensing and high capture threshold despite multiple attempts. Subsequently, the ra lead was found dislodged. Both leads were removed and replaced. The patient was stable.

Manufacturer narrative:
The reported events were operation issue, helix mechanism issue and unspecified capture issue. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was extended/bent/stretched consistent with procedural damage and was clogged with blood/tissue. The cause of the reported event of helix mechanism issue was isolated to the damaged helix and the helix clogged with blood/tissue. The reported event of unspecified capture issue was not confirmed. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.